Event description:
The customer reported that the device failed opcheck when the shock button was pressed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed opcheck when the shock button was pressed. There was no reported patient involvement. Philips evaluated the device and confirmed the problem. The therapy pca was replaced to resolve the problem. The device passed all performance tests and was put back into service.